Event description:
Reporter stated that the suspect device appears to have sustained burns around the connectors. No operator injury was reported. Techinical support requested the return of the suspect device and replacement product was shipped.